Event description:
The first stent, a 4.0 x 28 vision, was implanted and then a second vision of an unk size was implanted. After the next inflation with contrast, it was noticed that a dissection had occurred and that there was no stent present in the proximal lesion. The physician stated that the dissection was cuased by the first device and reported that after a search of the pt's anatomy and the cardiac cath lab the stent could not be located. It is believed that the stent was never present on the stent delivery system (sds). The proccedure went on to implant a taxus stent in the uncovered proximal lesion site and an third vision stent to cover the dissection located between the two implanted stents.